Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one premium surgiclip* large - (13.0" shaft size) titanium stapler. The instrument was received partially applied with eight remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Based on t he evidence available a potentially contributing device issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the balloon did not inflate and the clip applier had an issue with loading/firing of the clips.